Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 12th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this 12th occurrence are 9 different study dates for may 2010, in which an individual MDR report will be submitted for each associated study date and medical record number (mrn). Currently, 48 reports contain this incorrect finding information.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific changed had the potential to introduce clinical inaccuracies in patient reports. Specifically: original sentence/conclusion statement referred to "normal ventricular outflow tracts" - this was changed to refer to "normal pulmonary valve, main and branch pulmonary arteries." Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient, leading to potential incorrect diagnosis. As far as the clinical risk associated with "viewing" the xml report within rm that is not standard clinical practice. As stated above, if the change was made after reports had been generated with the original sentence, the expected report finding sentence would read "normal ventricular outflow tracts", but instead the finding sentence that is created is not what the provider intended and therefore has a different clinical meaning. As stated below, there are two outflow tracts in the heart: left and right. The outcome finding sentence: "normal pulmonary valve, main and branch pulmonary arteries" not only describe only the right side of the heart, but also does not encompass the entire outflow tract. A ventricular outflow tract is a portion of either the left ventricle or right ventricle of the heart through which blood passes in order to enter the great arteries. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and had been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(4).